Event description:
The surgeon was doing a revision surgery and removed the cross connector. There was a small hole in the dura where it was rubbing up against the cross connector. This was not the reason for the revision surgery.

Manufacturer narrative:
The implant was discarded in the or after it was removed, so we are unable to evaluate the part involved in this incident. This is the first recorded complaint of this type for any of our cross connectors. As this incident was discovered post-op and was not a result of implant breakage/damage, it is unknown what other factors such as surgeon technique or patient anatomy/activity level may have contributed to this incident.